Event description:
It was reported that during an unknown procedure, the tissue pad fell off during the procedure. The fallen piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. As the patient had hepatitis, sample had been discarded.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. A probable cause for a detached tissue pad is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.